Manufacturer narrative:
H6: investigation summary a mz1000 sample was not available for investigation; however, the customer indicated the complaint samples were from lot 22056317. The feedback provided by the customer suggests blue fragments were identified within the infused fluid during infusion. Analysis of photographs provided by the customer confirmed their experience, as blue particulates could be seen with a syringe and a catheter however the nature of the blue particulates could not be determined in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22056317, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that there was obstruction caused by pieces of blue plastic from the bd maxzero¿ extension set. Patient 2 of 3. The following was received by the initial reporter: verbatim: follow up response (date received: 17/jul/2023):"regarding the date of the incident, (B)(6) 2023 is an approximate date, as the problem occurred repeatedly, with different devices and at different times, however the events were all close together, between 02 and 04 july." Event description from form: obstruction of piccs used in preterm infants occurred, this is caused by clearly visible pieces of blue plastic, which were found inside the catheters, probably from deflectors and posiflow. Involved: patient, consequences: no consequences, device availability: no.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was obstruction caused by pieces of blue plastic from the bd maxzero¿ extension set. Patient 2 of 3. The following was received by the initial reporter: verbatim: follow up response (date received: (B)(6) 2023):"regarding the date of the incident, (B)(6)2023 is an approximate date, as the problem occurred repeatedly, with different devices and at different times, however the events were all close together, between (B)(6) 2023." Event description from form: obstruction of piccs used in preterm infants occurred, this is caused by clearly visible pieces of blue plastic, which were found inside the catheters, probably from deflectors and posiflow. Involved: patient. Consequences: no consequences. Device availability: no.